Manufacturer narrative:
Visual analysis of the returned device revealed a balloon burst, and identified that a part is missing. The balloon burst issue is known and monitored on a monthly basis. The possible cause is a weakness area in the silicone material of the balloon. In parallel, a specific trend is monitored regarding the silicone balloon issue. Medical device expiration date: october 2024. Device manufacture date: october 2019. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, during insertion testing prior to insertion, the balloon was without problem. When in irrigation after insertion, the catheter fell off. Balloon burst was identified. Under cystoscopy, no fragments remained in the bladder.